Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: 010000589, comp rvrs 25mm bsplt ha+adptr, 209590; 115313, comp rvsr shldr glnsp +3 36mm, 318690; ep-115393, e1 44-36 std hmrl brng, 942170; 180553, comp lk scr 3.5hex 4.75x30 st, 920060; 115399, comp rvs cntrl 6.5x45mm st/rst, 343300; 180551, comp lk scr 3.5hex 4.75x20 st, 755610; 180552, comp lk scr 3.5hex 4.75x25 st, 983410. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2016 - 01931, 0001825034 - 2018 - 09249, 0001825034 - 2018 - 09250, 0001825034 - 2018 - 09251, 0001825034 - 2018 - 09252.

Event description:
It was reported that approximately 2 years post implantation, the patient was revised due to gross loosening of the glenoid component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.